Manufacturer narrative:
This is a duplicate of (B)(4) with MDR# 3030677-2019-00146. Device was not returned for investigation.

Event description:
It has been reported that the device is failing self-test.